Event description:
Head 1 of biad gamma camera fell, trapping patient against ect pallet. A car jack was used to separate the heads. The patient was removed and taken to the emergency room for a CT scan and x-ray and released.